Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "white plastic pieces" were visible in the discardit¿ ii syringe w/o needle before use. As reported by the customer, "customer informed that in the syringe white plastic pieces are visible, most probably its splitted from plunger. Customer reported the issue also to the company (B)(4) who ordered the products by us. They should pass the complaint already on friday. Customer needs the reply asap as the whole production stopped working, they asked to let them know whether the product can be used."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes.

Event description:
It was reported that "white plastic pieces" were visible in the discardit¿ ii syringe w/o needle before use. As reported by the customer, "customer informed that in the syringe white plastic pieces are visible, most probably it split from plunger. Customer reported the issue also to the company megro who ordered the products by us. They should pass the complaint already on friday. Customer needs the reply asap as the whole production stopped working, they asked to let them know whether the product can be used."